Manufacturer narrative:
(B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown.

Event description:
It was reported that a healing abutment fractured when dentist was attempting to removed. It was placed on (B)(6) 2017 and removed on (B)(6) 2017. Implant remains implanted. A new abutment was placed one week after.

Manufacturer narrative:
One ep® healing abutment was returned for inspection. A visual inspection revealed moderate wear about the surface and the drive feature is heavily damaged. The threaded region is confirmed to be fractured. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies¿ instres rev 04/16 warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A root cause for the complaint could not be determined.